Manufacturer narrative:
The device has been returned to animas. Evaluation revealed visible moisture ingress and corrosion on the pump motor. The evaluator could not exercise the pump due to the corrosion on the motor and could not duplicate the compliant that the pump overheated.

Event description:
It was reported that the pump casing was found to be hot to the touch.